Event description:
(B)(4). Same case as MDR# 2134265-2011-05031, 2134265-2011-05032. It was reported that following a stenting treatment procedure a myocardial infarction occurred. The 80% stenosed long lesion was located in the proximal right coronary artery (rca) and extended into the mid rca. It was 35 mm long with a reference vessel diameter of 4.00 mm. The lesion was treated by pre-dilating and implanting overlapping 4.00 x 12 mm, 4.00 x 16 mm, and 4.50 x 24 mm taxus element stents with 0% residual stenosis. Post-procedure ECG was performed the same day. One day, post index procedure, the patient experienced elevated troponin levels and a myocardial infarction. No action was taken to treat this event and the patient did not experience ischemic symptoms. The patient was discharged on (B)(6) 2011 on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by MFR: as the unit has not been returned, the complaint investigation site could not perform a technical analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).